Event description:
The hospital reported that the dissection tip was cracked separate when they opened up the box. A replacement device was used to complete the procedure. No patient effect has been reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided.